Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('presence of metal with fragments') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), myalgia ("muscle pain"), fatigue ("fatigue"), blindness ("vision loss"), headache ("headaches"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia"), vertigo ("vertigo"), disturbance in attention ("concentration problems"), menorrhagia ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), dysmenorrhoea ("painful periods") and pelvic pain ("excruciating pain") and was found to have red blood cell sedimentation rate increased ("increased sedimentation rate"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, red blood cell sedimentation rate increased, myalgia, fatigue, blindness, headache, hypoaesthesia, vertigo, disturbance in attention, menorrhagia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, blindness, device breakage, disturbance in attention, dysmenorrhoea, fatigue, headache, hypoaesthesia, menorrhagia, myalgia, pelvic pain, red blood cell sedimentation rate increased and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall.magnetic resonance imaging brain - on an unknown date: presence of hyperflair signals. Positron emission tomogram - on an unknown date: inflammatory uterine wall. Ultrasound pelvis - on an unknown date: presence of metal with fragments. Diagnostic results: neurologist visit: no multiple sclerosis gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-mar-2021. The most recent information was received on 11-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("presence of metal with fragments") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic pain ("excruciating pain"), heavy menstrual bleeding ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), dysmenorrhoea ("painful periods"), headache ("headaches"), vertigo ("vertigo"), myalgia ("muscle pain"), fatigue ("fatigue"), blindness ("vision loss"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia") and disturbance in attention ("concentration problems") and was found to have red blood cell sedimentation rate increased ("increased sedimentation rate"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, blindness, device breakage, disturbance in attention, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, myalgia, pelvic pain, red blood cell sedimentation rate increased and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses [magnetic resonance imaging abdominal] (date unknown): presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall [magnetic resonance imaging head] (date unknown): presence of hyperflair signals [neurological examination] (date unknown): no multiple sclerosis [positron emission tomogram] (date unknown): inflammatory uterine wall [ultrasound pelvis] (date unknown): presence of metal with fragments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: upon receipt of follow up it was identified this case is duplicate of case (B)(4). All references, source document, reporters are transferred to this retained case. (Legacy device report number 2951250-2023-01691 ). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6) on 26-mar-2021. The most recent information was received on 07-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("presence of metal with fragments") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("excruciating pain"), heavy menstrual bleeding ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), dysmenorrhoea ("painful periods / since also suffers from intense period pains"), headache ("headaches"), vertigo ("vertigo"), myalgia ("muscle pain"), fatigue ("fatigue"), blindness ("vision loss"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia"), disturbance in attention ("concentration problems"), asthenia ("asthenia"), abdominal pain lower ("cramp in lower abdomen"), syncope ("faintness"), dizziness ("dizziness"), anaemia of chronic disease ("inflammatory anaemia"), pain in extremity ("lower limbs pain"), tiredness ("tiredness"), visual acuity reduced ("decrease of visual acuity"), uterine inflammation ("uterine wall was found to be inflammatory"), rhinitis ("rhinitis"), angioedema ("quincke oedema") and mobility decreased ("she sometimes has difficulties to go out from bed, she has a lot of difficulties to be standing, she needs her husband to help her change her position") and was found to have red blood cell sedimentation rate increased ("increased sedimentation rate"). The patient was treated with exacyl (tranexamic acid) and antadys (flurbiprofen) as well as surgery (on (B)(6) 2017: bilateral salpingectomy by laparoscopy and hysteroctomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia of chronic disease, angioedema, asthenia, blindness, device breakage, disturbance in attention, dizziness, dysmenorrhoea, fatigue, tiredness, headache, heavy menstrual bleeding, hypoaesthesia, mobility decreased, myalgia, pain in extremity, pelvic pain, red blood cell sedimentation rate increased, rhinitis, syncope, uterine inflammation, vertigo and visual acuity reduced to be related to essure administration. The reporter commented: intervention report of the essure insertion on (B)(6) 2015: two spiral turns were made at right and at left. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses [magnetic resonance imaging head] (date unknown): presence of hyperflair signals [magnetic resonance imaging pelvic] on (B)(6) 2021: no anomaly found, no pelvic or lombo-aortic adenopathy but a 18 mm metallic foreign body was observed in the uterine fundic region; (date unknown): presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall [neurological examination] (date unknown): no multiple sclerosis [positron emission tomogram] (date unknown): inflammatory uterine wall [ultrasound pelvis] (date unknown): presence of metal with fragments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: medical record received. New events asthenia, abdominal pain lower , syncope , dizziness, anemia , pain in extremity , visual acuity decreased, uterine inflammation, rhinitis , angioedema, mobility decreased were added. Essure removal surgery & date added. Medical history , lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-mar-2021. The most recent information was received on 16-apr-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("presence of metal with fragments"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("painful periods / since also suffers from intense period pains"), adenomyosis ("adenomyosis") and tremor ("tremors") in an adult female patient who had essure inserted (lot no. D35372) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty in 2008, cholecystectomy in 2005, appendicectomy in 2004 and multiple sclerosis, penicillin allergy, gastralgia, iud expelled, pimples (intolerance with contraceptive pill (pimples)), vaginal delivery (1994 & 2004), morton's neuroma, tobacco user ((1 cigarette per day weaned in 2017), iron deficiency anemia and asthma. The only concomitant product mentioned was ventoline [salbutamol] for asthma. On 01-dec-2015, the patient had essure inserted. In january 2016 she experienced headache ("headaches"), myalgia ("muscle pain"), fatigue ("fatigue"), abdominal pain lower ("cramp in lower abdomen"), dizziness ("dizziness"), cough ("cough"), pyrexia ("fever") and tonsillitis ("reepeated tonsillitis"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), menometrorrhagia (seriousness criterion medically important), dysmenorrhoea (seriousness criterion intervention required), adenomyosis (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), pelvic pain ("excruciating pain"), vertigo ("vertigo"), blindness ("vision loss"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia"), disturbance in attention ("concentration problems"), speech disorder ("speech disorder"), asthenia ("asthenia"), syncope ("faintness"), anaemia of chronic disease ("inflammatory anaemia"), pain in extremity ("lower limbs pain"), tiredness ("tiredness"), visual acuity reduced ("decrease of visual acuity"), uterine inflammation ("uterine wall was found to be inflammatory"), rhinitis ("rhinitis"), quincke's oedema ("quincke oedema"), mobility decreased ("she sometimes has difficulties to go out from bed, she has a lot of difficulties to be standing, she needs her husband to help her change her position"), epistaxis ("nose blowing"), anaemia ("anemia"), allergy to metals ("allergy with nickel "), quincke's edema ("quincke edema"), malaise ("malaise") and tremor (seriousness criterion hospitalisation) and was found to have red blood cell sedimentation rate increased ("increased sedimentation rate") and c-reactive protein increased ("crp 7 to 9"). The patient was treated with exacyl (tranexamic acid), antadys (flurbiprofen) and tardyferon (ferrous sulfate) as well as surgery (on 14-feb-2017: bilateral salpingectomy by laparoscopy, hysteroctomy, bilateral salpingectomy and hysterectomy and total hysterectomy). At the time of the report, the red blood cell sedimentation rate increased had not resolved. The outcomes for abdominal pain, device breakage, menometrorrhagia, dysmenorrhoea, adenomyosis, heavy menstrual bleeding, pelvic pain, headache, vertigo, myalgia, fatigue, blindness, hypoaesthesia, disturbance in attention, speech disorder, asthenia, abdominal pain lower, syncope, dizziness, anaemia of chronic disease, pain in extremity, tiredness, visual acuity reduced, uterine inflammation, rhinitis, quincke's oedema, mobility decreased, epistaxis, pyrexia, tonsillitis, c-reactive protein increased, anaemia, allergy to metals, quincke's edema, malaise and tremor were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anaemia, anaemia of chronic disease, quincke's oedema, quincke's edema, asthenia, blindness, c-reactive protein increased, cough, device breakage, disturbance in attention, dizziness, dysmenorrhoea, epistaxis, fatigue, tiredness, headache, heavy menstrual bleeding, hypoaesthesia, malaise, menometrorrhagia, mobility decreased, myalgia, pain in extremity, pelvic pain, pyrexia, red blood cell sedimentation rate increased, rhinitis, speech disorder, syncope, tonsillitis, tremor, uterine inflammation, vertigo and visual acuity reduced to be related to essure administration. The reporter commented: intervention report of the essure insertion on (B)(6) 2015: two spiral turns were made at right and at left. Discrepancy noted: removal date as per argus (B)(6) 2021 as per mr: (B)(6) 2017 late hypersensitivity reaction to colophonium no improvement of general condition after essure removal. End of aug2021, the patient was hospitalized due to malaises and tremors, speech disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.792 kg/sqm. [Antinuclear antibody] on (B)(6) 2019: < 80 [blood immunoglobulin g] on (B)(6) 2019: < 3 u/ml [blood potassium] on (B)(6) 2018: 4.5 mmo/l [electrophoresis protein] on 29-nov-2018: gammaglobulins = 15.0 g/l bêta1-globulins = 5.7 g/l; on (B)(6) 2019: bêta1-globulins = 5.4 g/l gammaglobulins = 14.1 g/l [hysterosalpingogram] on (B)(6) 2016: correct position confirmed [investigation] (date unknown): gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses [magnetic resonance imaging head] (date unknown): presence of hyperflair signals [magnetic resonance imaging pelvic] on (B)(6) 2021: no anomaly found, no pelvic or lombo-aortic adenopathy but a 18 mm metallic foreign body was observed in the uterine fundic region; (date unknown): presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall [neurological examination] (date unknown): no multiple sclerosis [positron emission tomogram] (date unknown): inflammatory uterine wall [red blood cell sedimentation rate] on 08-jun-2016: sedimentation rate of 21 mm at the first hour and 49 mm at the second hour; on 19-nov-2016: sedimentation rate of 17 mm at the first hour and 41 mm at the second hour. [Serum ferritin] on (B)(6) 2018: 9 ng/ml [skin test] (date unknown): positive [ultrasound pelvis] (date unknown): presence of metal with fragments [vitamin d] on (B)(6) 2016: 32.1 g/l; on (B)(6) 2016: 27.5 g/l quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: cough, epistaxis, pyrexia, tonsillitis, c reactive protein increased, anemia, allergy to metals, menometrorrhagia, adenomyosis, angioedema, malaise, tremor, speech disorder were added. Media history, lab data added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4) on 26-mar-2021. The most recent information was received on 31-may-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("presence of metal with fragments"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("painful periods / since also suffers from intense period pains"), adenomyosis ("adenomyosis") and tremor ("tremors") in an adult female patient who had essure inserted (lot no. D35372) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty in 2008, cholecystectomy in 2005, appendicectomy in 2004 and device intolerance, obesity, multiple sclerosis, penicillin allergy, gastralgia, iud expelled, pimples (intolerance with contraceptive pill (pimples)), gravida (1994 & 2004), morton's neuroma, tobacco user ((1 cigarette per day weaned in 2017), iron deficiency anemia and asthma. The only concomitant product mentioned was ventoline [salbutamol] for asthma. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced headache ("headaches"), myalgia ("muscle pain"), fatigue ("fatigue"), abdominal pain lower ("cramp in lower abdomen"), dizziness ("dizziness"), cough ("cough"), pyrexia ("fever") and tonsillitis ("reepeated tonsillitis"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), menometrorrhagia (seriousness criterion medically important), dysmenorrhoea (seriousness criterion intervention required), adenomyosis (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), pelvic pain ("excruciating pain"), vertigo ("vertigo"), blindness ("vision loss"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia"), disturbance in attention ("concentration problems"), speech disorder ("speech disorder"), asthenia ("asthenia"), syncope ("faintness"), anaemia of chronic disease ("inflammatory anaemia"), pain in extremity ("lower limbs pain"), tiredness ("tiredness"), visual acuity reduced ("decrease of visual acuity"), uterine inflammation ("uterine wall was found to be inflammatory"), rhinitis ("rhinitis"), quincke's oedema ("quincke oedema"), mobility decreased ("she sometimes has difficulties to go out from bed, she has a lot of difficulties to be standing, she needs her husband to help her change her position"), epistaxis ("nose blowing"), anaemia ("anemia"), allergy to metals ("allergy with nickel "), quincke's edema ("quincke edema"), malaise ("malaise"), tremor (seriousness criterion hospitalisation), metal poisoning ("especially the metal release was only in small quantities") and device expulsion ("metallic foreign body of 18 mm was visualized in the fundal region of the uterus.") And was found to have red blood cell sedimentation rate increased ("increased sedimentation rate") and c-reactive protein increased ("crp 7 to 9"). The patient was treated with exacyl (tranexamic acid), antadys (flurbiprofen) and tardyferon (ferrous sulfate) as well as surgery (on (B)(6) 2017: bilateral salpingectomy by laparoscopy, hysteroctomy, bilateral salpingectomy and hysterectomy and total hysterectomy). At the time of the report, the red blood cell sedimentation rate increased had not resolved. The outcomes for abdominal pain, device breakage, menometrorrhagia, dysmenorrhoea, adenomyosis, heavy menstrual bleeding, pelvic pain, headache, vertigo, myalgia, fatigue, blindness, hypoaesthesia, disturbance in attention, speech disorder, asthenia, abdominal pain lower, syncope, dizziness, anaemia of chronic disease, pain in extremity, tiredness, visual acuity reduced, uterine inflammation, rhinitis, quincke's oedema, mobility decreased, epistaxis, pyrexia, tonsillitis, c-reactive protein increased, anaemia, allergy to metals, quincke's edema, malaise, tremor and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anaemia, anaemia of chronic disease, quincke's oedema, quincke's edema, asthenia, blindness, c-reactive protein increased, cough, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, epistaxis, fatigue, tiredness, headache, heavy menstrual bleeding, hypoaesthesia, malaise, menometrorrhagia, metal poisoning, mobility decreased, myalgia, pain in extremity, pelvic pain, pyrexia, red blood cell sedimentation rate increased, rhinitis, speech disorder, syncope, tonsillitis, tremor, uterine inflammation, vertigo and visual acuity reduced to be related to essure administration. The reporter commented: intervention report of the essure insertion on (B)(6) 2015: two spiral turns were made at right and at left. Discrepancy noted: removal date as per on (B)(6) 2021 as per on (B)(6) 2017 late hypersensitivity reaction to colophonium no improvement of general condition after essure removal. End of (B)(6) 2021, the patient was hospitalized due to malaises and tremors, speech disorders. However, the reimbursement commission concluded, considering the expert conclusions, that there was no medical evidence of toxicity between the symptoms presented by the patient and essure. It could not be affirmed that the presence of metal in the intra-abdominal area was the source of chronic diffuse pain syndrome or menometrorrhagia, especially the metal release was only in small quantities. Furthermore, the patient's medical record did not reveal any significant anomalies, including ultrasound scans, blood tests, and allergy tests, so the concomitance of the pathologies presented after the use of essure was more likely to be considered as a cognitive bias of temporality in this patient who was diagnosed with multiple sclerosis in 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.792 kg/sqm. [Antinuclear antibody] on (B)(6) 2019: < 80 [blood immunoglobulin g] on (B)(6) 2019: < 3 u/ml [blood potassium] on (B)(6) 2018: 4.5 mmo/l [electrophoresis protein] on (B)(6) 2018: gammaglobulins = 15.0 g/l bêta1-globulins = 5.7 g/l; on (B)(6) 2019: bêta1-globulins = 5.4 g/l gammaglobulins = 14.1 g/l [hysterosalpingogram] on (B)(6) 2016: correct position confirmed [investigation] (date unknown): gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses [magnetic resonance imaging head] (date unknown): presence of hyperflair signals [magnetic resonance imaging pelvic] on (B)(6) 2021: no anomaly found, no pelvic or lombo-aortic adenopathy but a 18 mm metallic foreign body was observed in the uterine fundic region; (date unknown): presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall [neurological examination] (date unknown): no multiple sclerosis [positron emission tomogram] (date unknown): inflammatory uterine wall [red blood cell sedimentation rate] on (b)6) 2016: sedimentation rate of 21 mm at the first hour and 49 mm at the second hour; on (B)(6) 2016: sedimentation rate of 17 mm at the first hour and 41 mm at the second hour. [Serum ferritin] on (B)(6) 2018: 9 ng/ml [skin test] (date unknown): positive [ultrasound pelvis] (date unknown): presence of metal with fragments [vitamin d] on (B)(6) 2016: 32.1 g/l; on (B)(6) 2016: 27.5 g/l quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2024: new events metal poisoning & device expulsion added. Medical history & reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4) on 26-mar-2021. The most recent information was received on 11-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("presence of metal with fragments"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("painful periods / since also suffers from intense period pains"), adenomyosis ("adenomyosis") and tremor ("tremors") in an adult female patient who had essure inserted (lot no. D35372) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty in 2008, cholecystectomy in 2005, appendicectomy in 2004 and device intolerance, obesity, multiple sclerosis, penicillin allergy, gastralgia, iud expelled, pimples (intolerance with contraceptive pill (pimples)), gravida (1994 & 2004), morton's neuroma, tobacco user ((1 cigarette per day weaned in 2017), iron deficiency anemia and asthma. The only concomitant product mentioned was ventoline [salbutamol] for asthma. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced headache ("headaches"), myalgia ("muscle pain"), fatigue ("fatigue"), abdominal pain lower ("cramp in lower abdomen"), dizziness ("dizziness"), cough ("cough"), pyrexia ("fever") and tonsillitis ("reepeated tonsillitis")..on unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), menometrorrhagia (seriousness criterion medically important), dysmenorrhoea (seriousness criterion intervention required), adenomyosis (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), pelvic pain ("excruciating pain"), vertigo ("vertigo"), blindness ("vision loss"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia"), disturbance in attention ("concentration problems"), speech disorder ("speech disorder"), asthenia ("asthenia"), syncope ("faintness"), anaemia of chronic disease ("inflammatory anaemia"), pain in extremity ("lower limbs pain"), tiredness ("tiredness"), visual acuity reduced ("decrease of visual acuity"), uterine inflammation ("uterine wall was found to be inflammatory"), rhinitis ("rhinitis"), quincke's oedema ("quincke oedema"), mobility decreased ("she sometimes has difficulties to go out from bed, she has a lot of difficulties to be standing, she needs her husband to help her change her position"), epistaxis ("nose blowing"), anaemia ("anemia"), allergy to metals ("allergy with nickel "), quincke's edema ("quincke edema"), malaise ("malaise"), tremor (seriousness criterion hospitalisation), metal poisoning ("especially the metal release was only in small quantities") and device expulsion ("metallic foreign body of 18 mm was visualized in the fundal region of the uterus.") And was found to have red blood cell sedimentation rate increased ("increased sedimentation rate") and c-reactive protein increased ("crp 7 to 9"). The patient was treated with exacyl (tranexamic acid), antadys (flurbiprofen) and tardyferon (ferrous sulfate) as well as surgery (on (B)(6) 2017: bilateral salpingectomy by laparoscopy, hysteroctomy, bilateral salpingectomy and hysterectomy and total hysterectomy). Essure was removed on (B)(6) 2021 at the time of the report, the red blood cell sedimentation rate increased had not resolved. The outcomes for abdominal pain, device breakage, menometrorrhagia, dysmenorrhoea, adenomyosis, heavy menstrual bleeding, pelvic pain, headache, vertigo, myalgia, fatigue, blindness, hypoaesthesia, disturbance in attention, speech disorder, asthenia, abdominal pain lower, syncope, dizziness, anaemia of chronic disease, pain in extremity, tiredness, visual acuity reduced, uterine inflammation, rhinitis, quincke's oedema, mobility decreased, epistaxis, pyrexia, tonsillitis, c-reactive protein increased, anaemia, allergy to metals, quincke's edema, malaise, tremor and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anaemia, anaemia of chronic disease, quincke's oedema, quincke's edema, asthenia, blindness, c-reactive protein increased, cough, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, epistaxis, fatigue, tiredness, headache, heavy menstrual bleeding, hypoaesthesia, malaise, menometrorrhagia, metal poisoning, mobility decreased, myalgia, pain in extremity, pelvic pain, pyrexia, red blood cell sedimentation rate increased, rhinitis, speech disorder, syncope, tonsillitis, tremor, uterine inflammation, vertigo and visual acuity reduced to be related to essure administration. The reporter commented: intervention report of the essure insertion on (B)(6) 2015: two spiral turns were made at right and at left. Discrepancy noted: removal date as per on (B)(6) 2021, as per on (B)(6) 2017, late hypersensitivity reaction to colophonium. No improvement of general condition after essure removal. End of (B)(6) 2021, the patient was hospitalized due to malaises and tremors, speech disorders. However, the reimbursement commission concluded, considering the expert conclusions, that there was no medical evidence of toxicity between the symptoms presented by the patient and essure. It could not be affirmed that the presence of metal in the intra-abdominal area was the source of chronic diffuse pain syndrome or menometrorrhagia, especially the metal release was only in small quantities. Furthermore, the patient's medical record did not reveal any significant anomalies, including ultrasound scans, blood tests, and allergy tests, so the concomitance of the pathologies presented after the use of essure was more likely to be considered as a cognitive bias of temporality in this patient who was diagnosed with multiple sclerosis in 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.792 kg/sqm. [Antinuclear antibody] on (B)(6) 2019: < 80 [blood immunoglobulin g] on (B)(6) 2019: < 3 u/ml [blood potassium] on (B)(6) 2018: 4.5 mmo/l [electrophoresis protein] on (B)(6) 2018: gammaglobulins = 15.0 g/l bêta1-globulins = 5.7 g/l; on (B)(6) 2019: bêta1-globulins = 5.4 g/l gammaglobulins = 14.1 g/l [hysterosalpingogram] on (B)(6) 2016: correct position confirmed [investigation] (date unknown): gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses [magnetic resonance imaging head] (date unknown): presence of hyperflair signals [magnetic resonance imaging pelvic] on (B)(6) 2021: no anomaly found, no pelvic or lombo-aortic adenopathy but a 18 mm metallic foreign body was observed in the uterine fundic region; (date unknown): presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall [neurological examination] (date unknown): no multiple sclerosis [positron emission tomogram] (date unknown): inflammatory uterine wall [red blood cell sedimentation rate] on (B)(6) 2016: sedimentation rate of 21 mm at the first hour and 49 mm at the second hour; on (B)(6) 2016: sedimentation rate of 17 mm at the first hour and 41 mm at the second hour. [Serum ferritin] on (B)(6) 2018: 9 ng/ml [skin test] (date unknown): positive [ultrasound pelvis] (date unknown): presence of metal with fragments [vitamin d] on (B)(6) 2016: 32.1 g/l; on 19-nov-2016: 27.5 g/l quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jun-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-mar-2021. The most recent information was received on 07-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('presence of metal with fragments') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), myalgia ("muscle pain"), fatigue ("fatigue"), blindness ("vision loss"), headache ("headaches"), hypoaesthesia ("loss of sensitivity in the front of left leg at the tibia"), vertigo ("vertigo"), disturbance in attention ("concentration problems"), menorrhagia ("heavy periods, almost haemorrhagic, with presence of clots on the first two days of menstruation"), dysmenorrhoea ("painful periods") and pelvic pain ("excruciating pain") and was found to have red blood cell sedimentation rate increased ("increased sedimentation rate"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, red blood cell sedimentation rate increased, myalgia, fatigue, blindness, headache, hypoaesthesia, vertigo, disturbance in attention, menorrhagia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, blindness, device breakage, disturbance in attention, dysmenorrhoea, fatigue, headache, hypoaesthesia, menorrhagia, myalgia, pelvic pain, red blood cell sedimentation rate increased and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: presence of an 18 mm foreign metal body (tubal ligation), inflamed uterine wall. Magnetic resonance imaging brain - on an unknown date: presence of hyperflair signals. Positron emission tomogram - on an unknown date: inflammatory uterine wall. Ultrasound pelvis - on an unknown date: presence of metal with fragments. Diagnostic results: neurologist visit: no multiple sclerosis. Gynaecological consultation with ultrasound, visit to an internal medicine specialist for a follow-up in the event of autoimmune or genetic disease, results: no illnesses. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.